Event description:
The patient's age and gender were unk. The target lesion was the left circumflex. The lesion was a restenosis of a lesion previously treated lesion. The vessel was highly calcified, but not tortuous. There was 90% stenosis. While inflating the 2.5 x 18mm cypher stent at 12atm (inflation time unk), the balloon ruptured. There was no reported patient injury. The product was clinically used, but it will be not returned for analysis because of the patient's infectious disease.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. While inflating the cypher (2.5/18mm) at 12atm the balloon ruptured. The unidentified patient was having a lesion in the left circumflex (lcx) artery treated. There was no reported patient injury. Indication for the procedure was a restenosis that had developed following treatment of this lesion with balloon angioplasty in the past. The lcx was highly calcified, but not tortuous. The safety and effectiveness of the cypher stent has not been established in the treatment of restenosis or in heavily calcified lesion that may not be amenable to angioplasty. Per the procedural physician, the balloon rupture may have been due to the calcification. The product was not returned for evaluation due to infectious disease. Device history record review was conducted and the product met quality requirements for product acceptance. Conclusion: based on the available information, it appears that vessel characteristics may have contributed to the reported balloon burst.